Event description:
Boston scientific received information that interrogation of this device displayed a high out of range shock impedance measurement. This issue was reported to the physician. At this time, this device remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received. The right ventricular lead is a non-boston scientific product and this issue is being further monitored. No changes have been made as of this date.

Manufacturer narrative:
When additional information is received, this event will be updated.

Event description:
Additional information was received. Further out of range measurements have been observed. This system remains monitored remotely.

Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
The physician is aware of and will perform a further follow to verify this system. According to available information, the results of that follow up visit will not be available.